Event description:
The pt reportedly experienced intermittency and multiple electrode opens and shorts. The company was informed that the device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.